Event description:
The manufacturer received information alleging low inspiratory pressure condition occurred. There was no harm or injury reported. The ventilator was replaced with an alternative device. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. During the evaluation of the device at the manufacturer's service center, an error codes related to the blower model and detach battery not charging were observed. Evaluation found no abnormalities in the device. The device's blower motor and power management board were replaced to address these issues. The following parts were replaced proactively on the device: exhaust fan assembly, 43 microns filter, stirring fan foam, and trilogy o2 pm1 kit. After replacing these parts on the device, a repair test was performed, battery and alarm checks, and run tests. The device was cleaned and confirmed the device was functioning properly.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging low inspiratory pressure condition occurred. There was no harm or injury reported. The ventilator was replaced with an alternative device. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was not confirmed. During the evaluation of the device at the manufacturer's service center, an error codes related to the blower model and detach battery not charging were observed. Evaluation found no abnormalities in the device. The device's blower motor and power management board were replaced to address these issues. The following parts were replaced proactively on the device: exhaust fan assembly, 43 microns filter, stirring fan foam, and trilogy o2 pm1 kit. After replacing these parts on the device, a repair test was performed, battery and alarm checks, and run tests. The device was cleaned and confirmed the device was functioning properly. The power management board was evaluated by the manufacturer's product investigation laboratory (pil) and found the power management board functioned as designed and operated without issue or error codes.